Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. (B)(6). Prasad, r., lorente ros, m., simon frances, b., husain, m., pinilla, m., papolos, a., gupta, r., kenigsberg, b., kadakkal, a., balsara, k. R., sheikh, f. H., & lam, p. H. (2025). Clinical impact of body mass index in heartmate 3 lvad recipients requiring temporary rvad for early right ventricular failure. Journal of the american college of cardiology, 85(12, suppl a), abstract 1009-07. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported right heart failure and cardiac arrythmia could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and cardiac arrythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists right heart failure and arrythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, ¿clinical impact of body mass index in heartmate 3 lvad recipients requiring temporary rvad for early right ventricular failure¿ that heartmate 3 lvad may have been associated with right ventricular failure, arrhythmias, and outcomes including death. The retrospective analysis examined the clinical impact of body mass index (bmi) in patients who underwent heartmate 3 left ventricular assist device (lvad) implantation and required temporary right ventricular assist device (rvad) support for early right ventricular failure (rvf). Conducted at a single center from (B)(6) 2023, the study included 44 patients, with a median bmi of 26.5. Multivariate analysis revealed that patients with a bmi > 35 kg/m² had the highest risk of in-hospital mortality (or 19.1, p=0.02). Additionally, bmi as a continuous variable was associated with increased risk of in-hospital mortality (or 1.2, p=0.005). The findings highlight the importance of addressing obesity and related comorbidities prior to lvad implantation to improve outcomes.